Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Uses a walker outside, because of balance [balance disorder]. Neuropathy [neuropathy peripheral]. Numbness in fingers, hands, arms, ankles [hypoaesthesia]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, complete multicare cream 1 applic, 1/day and reported the following: neuropathy, numbness in fingers, hands, arms, and ankles. The consumer has visited her physician. Treatment: none. The case outcome was not recovered/not resolved. No further info was provided. On (B)(6)-2011 update: details revealed in a review of the initial contact of (B)(6)-2011: the consumer reported that she used fixodent once daily in the morning for a long time to hold her old bridge but has a new bridge now and no longer needs fixodent. She has had numbness in her fingers, hands, feet, kind of up into her ankles and recently graduated from religious use of a cane to now using a walker for balance when she is outside of her house. Past medical history included: allergy - no allergies, medical history - a little hard of hearing, has a bridge. Concomitant medication included: "no medication". No further info was provided.